Manufacturer narrative:
The serial number for the cobas 6800 analyzer is (B)(6). During the investigation, the available data were reviewed, and the raw data showed no evidence of an incorrect hbv result in the corresponding detection channel. The internal control (ic) of the sample exhibits a robust amplification curve, which indicates the absence of potential pcr inhibitors in the sample matrix. Overall, the data points towards the possible conclusion that the donor has a chronic hbv infection where the virus is present in the liver and blood, but replication is at a low level. Chronic carriers can have fluctuating levels of hbv dna, sometimes resulting in low viral loads. Such viral load may be too low to detect. Additionally, differences in test sensitivity and methodology between nat (targeting viral dna) and serology (detecting antigens or antibodies) could contribute to the observed results. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable hbv results with the cobas® mpx - 480t assay for a donor sample tested on a cobas 6800 system. It was reported that the hbv result was non-reactive, and the serological test result, using alinity hbsag, was 4,299.77 coi (reactive).